Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Left vats for biopsy, other indications unknown. What was the patient¿s disease state? Unknown, the doctor stated that the lung tissue was very thick and felt more like dense liver tissue than lung. Dr. Mclarty stated that she possibly hit a granuloma or cancer and that after stapling with the tx60 she had difficulty cutting through the tissue with a 20 blade or scissors. How was the first device eventually removed? It was reported to me by the staff that the doctor initially tried to use a green reload on a pcee60a and that it was "not thick enough and wouldn't go all the way through" the knife reverse switch was used and the device was removed. What was the result of the use of competitor¿s device? The doctor used 2 endo gia devices, reload size unknown but both were unable to cut tissue. Was only a green reload used? A green was used initially, then black was used on the subsequent devices/firings. What location on lung was device being used? It was a biopsy on the left lung, no specific location given.

Event description:
It was reported by the sales rep that during a left vats wedge resection procedure that while using the pcee60a with a green load tissue was too thick and staples did not go all the way through. Once removed it was noticed that the anvil looked bent. A psee60a was used next which was stuck on the tissue after firing. Reverse and manual override was attempted with no result. Device was attempted to be removed using an additional three psee60a staplers. Each would advance and then stop. Reverse was used to remove the devices which were then observed to have bent anvils. Staff also attempted to use two competitor staplers to remove the device. Initial psee60a stapler was removed using a thoracotomy and a tx60. Device was removed with the specimen tissue still in the jaws.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2021. D4: batch # u5da8n. H6: component code: locking mechanism (g06004). Investigation summary: upon visual inspection of fourteen photos, the following was observed: the first photo shows a device with open jaws and the anvil can be appreciated with the knife slot damaged. The second photo shows a device from sided view, with open jaws and with knife slot damaged. The third photo shows a portion of a device and 3 black reloads, 2 of them were partially fired 1/3, and the third one appears to be fully fired. The fourth photo shows a device with open jaws and a green reload loaded, and the knife slot can be seen damaged; also a small portion of a battery was observed. The fifth photo shows a device with open jaws and a green reload loaded. The reload can be partially fired. The sixth and seventh photos show two black reloads, one reload appears to be fully fired and the second one partially fired ½. The eighth photo shows three devices from the anvil area, two devices can be seen without reload loaded and the knife in the home position, the third device can be seen with a black reload loaded, with tissue between the jaws and the knife advanced. The ninth and tenth photos show a closed jaw with some tissue stuck, the jaws have a black reload loaded and some staples b-formed can be appreciated. The eleventh photo shows three devices from anvil view, two devices with open jaws without reload loaded, and the one device can be appreciated with the jaws in the closed position and a piece of tissue stuck on it. The twelfth photo shows a device from anvil bottom viewed in a closed position with the knife advanced and it can be appreciated as a black reload loaded on the jaws and with some tissue stuck on it. The thirteenth and fourteen photos show a device from an anvil area and closed jaws sided view with a black reload loaded and some tissue can be appreciated been pressed by. Based on the photos reviewed, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards, two ech60r, and with a gst60g reload loaded on the device. The reload was received partially fired 1/2. In addition, three gst60t reloads were present inside the plastic bag. The gst60t reload (b) was received partially fired 4/5. The gst60t reload (c) was received partially fired 1/3. The gst60t reload (d) was received partially fired 1/2. In addition, the ech60r device was returned with no buttress present and no apparent damage. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. With the damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.